Event description:
On 7/2/1998, the international distributor informed the manufacturer's (MFR.) Via a faxed report that a customer in their territory experienced a problem with this device. The report states the following: blood leakage was detected on one of the extension lines at the start of treatment. No further details were provided at this time.